Event description:
Surgeon was performing a cervical laminectomy. They didn't notice until after used that tip was broken. Surgery was prolonged 5 minutes-trying to locate broken tip in pt. Looked for broken tip with a c-arm, which was in use during procedure. Unable to locate it, not certain if still in pt. Facility has not filed a medwatch report. The pt did not suffer any adverse effects as a result of this incident.